Event description:
It was reported via repair work order that the power cord was missing its ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the power cord prong was damaged. Power cord replaced. It was also however found on evaluation that the bed exit was constantly alarming. However upon evaluation no defect was found with the bed exit.

Event description:
It was reported via repair work order that the power cord was missing its ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.